Event description:
Customer reported in 2008 that while she was preparing the room for an angio procedure, she reached down to pick up the illumena injector power-head which is stored in a floor stand under the procedure table when not in use. Customer grab the back end of the power-head plastic knob with one hand and the top of the power-head with the other hand. Customer reported that the plastic knob broke and she lost control of the power-head, as she was attempting to mount it on the table stand, and it fell to the floor. The customer reported that she received no serious injuries except a small cut on her finger tip from the faceplate lock-in lever. The customer decided to ask the liebel flarsheim field service engineer to look at the injector before using it again to be sure that it was not damaged. Customer reported they have a spare injector to use for their angio procedures.

Manufacturer narrative:
Liebel flarsheim field service report this injector is sold only to be used with a ceiling mount, table mount, or a pedestal mount. Use of parts replacement was due to customer dropping the power-head. The fse evaluated the unit per the illumena service manual preventive maintenance checklist.